Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical investigation concluded that it has not been reported whether the broken piece of the compression drill was retrieved from the patient. Additionally, no clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. Additionally, it is unknown if the surgical technique was adhered to. If a portion of the compression drill remains retained in the patient, it is made of a non-implantable material and it is unknown if it retained piece would migrate. Additionally, there is potential risk for tissue inflammation and/or pain. Should any additional relevant clinical information be provided, this complaint will be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. Complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during drilling of the compression hole, the 7 mm compression drill broke. The event occurred during use, while inside the patient. A change in surgical technique was required in order to complete the procedure. A slight delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.